Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the customer had low blood glucose level of 49 mg/dl. Customer was treated with food. Customer had blood glucose 300 and 150 mg/dl. Levels of it was unknown whether customer was using auto mode or not. Customer stated that the insulin pump over bolused. The devices will not be returned for analysis.